Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented with palpitations in-clinic for follow-up. The device was found to be in backup reset mode. A device restoration was performed successfully. The patient will continue with regular follow-up.